Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d9--corrected from "no" to "yes." H3--corrected from "no" to "yes." The device was returned to the factory for evaluation on 02/09/2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No electrical evaluation was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/bent wire" was observed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, d10, g4, g7, h2, h3, h6, h10, h11 corrected sections: h6--medical device ¿ problem code corrected from "1069" to "1454" the lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 the silicone tip of the jaw came off. No parts fell into patient. A spare vh-4000 was used. There was no procedural delay. No health damage to patients.

Event description:
The hospital reported that vasoview hemopro 2, used for endoscopic vein harvesting procedure, the tip of the jaw has come off. A spare vh-4000 was used. No health damage to patients.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.